Manufacturer narrative:
Two days post hernia repair, the surgical drain broke as it was being removed. A piece was retained in the pt and was removed at the bedside by the resident after a small incision was made. The pt was discharged home on prophylactic antibiotics. Two separate pieces of the drain were returned for eval. The fractured piece initially retained in the pt measured approx 3.5 inches. The distal end was smooth, angled and had the appearance it had been cut with a sharp instrument such as a scissors. A small piece of suturing material was found inside this piece of the drain and measured 1 to 1.5 inches. The fractured ends of the drain were jagged in appearance. The remaining section of the drain was still attached to the suction reservoir and had a piece of suturing material secured around the tubing, approx 2 inches from the fractured end. The jagged edges of the fractured ends and the presence of the suturing materials suggest that the tubing may have been damaged by a suturing needle. This damage would have negatively impacted the material integrity of the drain, weakening it and would have been a contributing factor to the reported incident. When drains are tested for tensile strength and torn artificially, the tear is straight and not jagged. We have no information to suggest any defect caused or contributed to the reported incident. We have determined the root cause to most likely be the result of the suturing that took place during the surgical procedure. No corrective action is indicated at this time.

Event description:
The drain broke as it was being removed from the surgical site and a piece was retained.